Manufacturer narrative:
Month and year known; day is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The root cause is a cracked water tank cover. No action taken due to the condition of the device; it will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was leaking water. There was patient involvement but no patient harm.